Manufacturer narrative:
The device was returned for an investigation. The reported event of ventilation no output was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing. Ventec further investigated the removed pcb and found that diodes, designators d402 and d404, were shorted.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported.